Manufacturer narrative:
H10: per the customer¿s response, reprocessing deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a failed air water leakage test. During evaluation, the following reportable issue was found: air water tube/cylinder had white foreign material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: up down knob had corrosion, objective lens and light guide lens was cracked; due to burn on plastic distal end, insulation resistance value at distal end did not meet the standard value, due to a chip on objective lens, the image had dark area partially, due to wear of angle wire, bending angle in the up direction did not meet the standard value, bending tube was deformed, and the following was scratched: switch 3, plug unit, connecting tube, and the universal cord. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.